Event description:
Reporter alleged the customer obtained the results of 210 mg/dl and 98 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer stated that increased initial and repeat reactive prism htlv I/ii have been observed on a prism analyzer for the months of (B)(6) and (B)(6) of 2009. Patient specific data was not provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) - evaluation - reactivity originating from the htlv-I viral lysate. An investigation was initiated to determine if there were actions that could be taken to improve reactive rates with the prism htlv-I/htlv-ii assay. 30 of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since 7/30/08. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.